Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) levels of 552 mg/dl; cause unknown. Customer administered a correction bolus via the pump as well as a correction injection to address the bg. Customer to replace supplies as necessary and resume insulin.